Event description:
Material - ultra fine. Material # - not informed. Material lot# - unknown. Complaint description - in another chedraui store branch in mexico (B)(4), again identified pishguin product of 0.3 ml and its contents were bd branded syringes. Additional notes - please see the attachments.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (investigation findings, and investigation conclusions). Samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.